Event description:
Caller states nano meter was dropped and after hitting the floor the meter became hot and the screen burnt. No adverse event was reported. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.